Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not adjust their stimulation and saw a display showing "call your doctor" icon on the patient programmer with a low battery icon. Additional information was requested. See also manufacturer's report #3004209178-2011-02672.